Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD)&#265;d not last as long as it should. The patient's clinic was contacted and they indicated the patient has high pacing thresholds on their left ventricular (lv) lead. Both devices remain in use. No patient complications have been reported as a result of this event.